Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported discordant human chorionic gonadotropin (lhcg) result was obtained on a patient sample on the dimension exl 200 instrument. A customer service engineer (cse) was dispatched to the customer's site. The cse replaced hm probes, reagent 1, reagent 2, sample probes and sample drain, aligned the hm, loci, r1, r2, and sample probe, and calibrated the hm mixers. Upon further inspection, the cse determined that the location where sample drain overflowed and determined that waste was not vacuumed out. Then, the cse ran precision tests multiple times, which resulted within specifications. The customer ran quality controls(qcs), resulting acceptably. The cause of the discordant, falsely low lhcg result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required. MDR 2517506-2018-00549 was filed for the same event.

Event description:
A discordant, falsely low human chorionic gonadotropin (lhcg) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension instrument, resulting higher. The results obtained on the alternate instrument were reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low lhcg result.